Event description:
The tip of the probe fell off the catheter and became lodged in a therapeutic endoscope that had 3.7 mm working channel. The probe was used according to MFR's instructions. The nurse and the doctor were experienced.